Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. However, grommet damage and loose/detached setscrew were noted.

Event description:
It was reported, during an implant procedure, the physician was unable to properly insert the wrench in the ventricular port. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.